Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for bacillus spp. Mesophiles (1 cfu / endoscope) and staphylococcus coagulase negative (56 cfu /endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all the channels and the distal end of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined.